Manufacturer narrative:
Submit date: 1/26/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was an issue with the enteral feeding pump. The customer states that smoke came out of the electrical area and the unit powered off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿smoke came out of the electrical area and the unit powered off.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.